Event description:
It was reported to philips that the device's therapy delivery test failed during operational testing. There was no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Unfortunately philips discontinued the sale of the xl+ in 2015 and stopped selling the batteries and other accessories in 2020. It is possible the battery may be available on line since the xl+ is sold in europe. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.